Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia and insulin pump received hardware low level failures alarm. The customer blood glucose level was up to 400 mg/dl and they give himself bolus and current blood glucose value was 350 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not returned for analysis.